Event description:
It was reported that during a video-assisted bullectomy procedure, when stapling the tissue, the stapler (with the load) broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Channel retainer detached the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and channel retainer was found broken. Although no conclusion could be reach on what caused the damage to the device it is possible that the device was clamped and attempted to fire over an excess of tissue resulting in the increase of internal forces causing the components to yield. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.